Event description:
She experienced discomfort and cramps after inserting a tampon. Upon removal, she advised two tampon pledgets were remoced and believed they had to have been inserted by one applicator. No injury reported. It is spacially impossible to fit two tampon pledgets in one applicator.